Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The threshold was checked again the next day and the measurement had further increased. A lead revision occurred. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.